Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An extended investigation involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test glucose due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer experienced symptoms described as "fell out of sorts", sweating, shaking, and "probably passed out". Ambulance was called and an unspecified high reading was obtained and customer was sent to emergency room. Upon arriving at the emergency room, customer was diagnosed with hyperglycemia and treated with fast acting insulin via IV fluids. There was no report of death or permanent impairment associated with this event.